Event description:
The customer reported via phone call that they had moisture damage on the insulin pump. Customer stated that they got into a pool and when they got out, the pump was not on. Customer stated that they pressed the act button and it had a battery out limit alarm. Customer mentioned that there were little droplets of water on the display. Customer replaced the battery but the pump won't come on. Customer stated that they put the pump back onto their wet swimsuit. Customer stated that the pump display immediately went blank after it was exposed to moisture. Customer stated that there is a constant tone occurring. Customer thought that the pump was water resistant and that they could shower and swim with it. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.